Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. Engineering/explant evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of evaluation. Conclusion not yet available.

Event description:
On (B)(6) 2017, a gore-tex® suture (p5k17j/15206740j) was used in dental implant surgery. As the first stich was made, the needle was detached from the thread. No health hazard was reported.

Manufacturer narrative:
(B)(4).